Event description:
It was reported that the patient developed a wound dehiscence. The pocket was evacuated and the implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.